Event description:
When the device was used in a hand assist sigmoid colon procedure, after the hand was inserted, the inner ring tore in half. The case was completed with another device with no pt consequence.